Event description:
It was reported by the associate sales rep that during a robotic low anterior resection procedure, there was confirmation of a leak during the leak test. There was also one complete and one incomplete donut. The procedure was extended by an hour and a half. The surgeon made a hand assisted port incision to bring the anastomosis out to hand sew the area of the leak. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Additional comments: was the procedure done open/laparoscopically? Robotic. What device was used for the proximal transection? Ple60a. What color reload? Gold. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Hand sewed. Was the spike of the trocar inserted lateral or through the staple line? Just under the staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Surgeon felt the click. When the device was fired, where was the indicator within the green zone/gap setting scale? Right in the middle of the green. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes. How did you confirm the device was fully fired? Felt the crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected? No. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? Positive for a leak and one full donut and one incomplete donut. Did the operation change significantly as a result of the device issue? Yes, the leak test is the last step in the procedure before closing the patient, the surgeon had to do proctoscope to locate the leak,the staff had to redock the robot and then had to do the anastomosis 1:52pm start- cut time 930pm end time. What is the patient's age and sex? Male, elderly, smoker, obese. Did a hcp other than the primary surgeon fire the instrument? If so, whom? Dr. (B)(6) fired the device. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.